Manufacturer narrative:
(B)(4). When investigation is completed a follow up report will be sent to FDA.

Event description:
Philips received a report from a customer that foot pedal works intermittently.